Event description:
The user facility reported they experienced a loss of image at the beginning of the procedure. The procedure was completed with the use of another similar endoscope. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The device was evaluated, and the alleged malfunction could not be duplicated. The cause of the user's experience is unk.